Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) levels over 400 (mg/dl) for the past few days ((B)(6) 2017). Customer stated they were unsure of the cause of the elevated bg levels. The customer changed supplies and delivered a bolus via the pump to address bg level. Customer stated their bg had lowered to 157 (mg/dl). System check with tandem technical support could not be performed as the customer had already discarded the supplies prior to the call. The customer stated they would discuss elevated bg levels with their healthcare provider. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.